Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2016; 4568 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a seizure. The patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for t-wave oversensing (twos). Follow up was conducted and the nurse stated the patient had not been seen since (B)(6). The doctor was unaware of the patient's recent syncope and seizure and the patient's most recent transmission did not indicate a lead issue. No intervention has been done on the lead. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.